Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-06887. It was reported that a power module had bent/broken pins in the bluetooth/visual serial monitor connector on (B)(6) 2023.

Manufacturer narrative:
Sections a1-a4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of a bent pin in the power module monitor connector was confirmed via evaluation. The heartmate power module (s/n: (B)(6)) was inspected at the service depot. Visual inspection revealed that the ground pin inside the internal monitor cable connector was pushed in. The internal monitor cable assembly was replaced, and the power module underwent functional testing. The unit passed all applicable tests without issue and was returned to the customer site. Per the provided information, no patient was involved with the event and there was no delay in patient care as a result of the damage. No alarm was associated with the event. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate power module instructions for use (IFU), rev. B, instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook, rev. D, and the heartmate 3 instructions for use, rev. C, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.